Event description:
During bronchoscopy, the bronchial biopsy needle that was used on the patient failed to pull back into its sheath after expelling the sample into the cytolyte solution. After examination, the needle seemed to be broken at where the needle and the wire that goes to the retracting mechanism meet. No harm came to the patient or damage to the scope.